Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device temporarily caught in the placed coil upon removal. The target lesion was located in the severely tortuous internal iliac artery (iia). A 10mmx50cm interlock was used. During procedure, after placing two 15mmx40cm without any issue, a 12mmx40cm interlock 35 was used but it did not coil up in the aneurysm. The coil was extended from/retracted into the catheter 5 times, but it got unraveled during 6th attempt. For that reason, it was removed together with a non-bsc angiographic catheter. The angiographic catheter was then replaced with an imager catheter and two 12mmx40cm interlock were able to place without issue and the system was replaced with microcatheter. A non-bsc guidewire and microcatheter was inserted inside the imager, accessed the aneurysm and placed a 10mmx50cm interlock 18. Then, the 10mmx50cm coil was unpacked and was tried to place for several times. However, the device did not coil up and temporarily got caught in a placed coil when tried to remove to reduce the size. Subsequently, the coil was forcibly pulled and got unraveled thus removed with the catheter. Continuous flushing was performed for both coils that got unraveled. The lesion was accessed again with a non-bsc guidewire and microcatheter, placed four interlock 18 coils without issue and the procedure was completed. No patient complications were reported.